Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 319.8 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. The pump was last refilled on (B)(6) 2016. A session report from that refill was not available. According to the patient¿s family member, the patient had been on 175 mcg/day, but it was unknown when that was changed. On (B)(6) 2016 the patient had multiple seizures. The patient was admitted to the emergency room (ER) and intubated. The intubation was prophylactic to protect the patient¿s airways because of the numbers of seizures he was having and because they had sedated him with propanol and gave him kepra to break the patient¿s status epilepticus. Upon interrogation of the pump no issues were noted with the pump. The patient was transferred to another hospital. As of (B)(6) 2016 the patient was still in the intensive care unit (ICU), but the seizures had stopped and the patient may have been extubated. The patient was given continuous electroencephalogram (eeg) to monitor them. It was unknown if the patient had a history of seizures, but the healthcare provider did not think the seizures were related to the pump or therapy. However, because the cause of the patient¿s status epilepticus was unknown, the healthcare provider could not say definitively that it was not caused by the pump or the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.